Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable crep2 creatinine plus ver.2 result for one patient sample. The initial result was 9.71 mg/dl and was reported outside the laboratory. The patient was sent to hospital where another sample was drawn and the creatinine result was normal. No specific data was provided. The first sample was then repeated on (B)(6) 2017 and the result was 0.71 mg/dl. The patient was not adversely affected. The reagent lot number was 211382. The expiration date was requested but was not provided. The field service representative found a ripped tube at the washing unit and replaced it. After a week of monitoring, the customer confirmed there have been no further issues.